Manufacturer narrative:
(B)(4). The sample was not returned, therefore a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd894022 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The nurse reported that a minicap looked "orange" and "dry." The nurse stated that when she used something to press down on the sponge inside the minicap, she saw that there was betadine. The nurse instructed her patients not to use the minicaps that appeared to have inadequate betadine. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.